Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed: based on our preliminary investigation, microport crm doesn¿t suspect any link between the death of the patient and a malfunction of the defibrillator ulys. The review of the patient files revealed that all the electrical performances of the device were normal with proper sensing/pacing functionalities. At the supposed time of the death (B)(6) 2024), a ventricular arrythmia was correctly detected by the device, the therapy was delivered as per device programming but then patient rhythm decreased below the treatment zone. The device worked as per specifications. Review of manufacturing records revealed that the device was manufactured and released accordingly to all applicable procedures. If the device ulys is returned to microport crm, it will be analyzed.

Event description:
Reportedly, on (B)(6) 2024, an ICD ulys was implanted in replacement of another ICD. The patient refused to be followed by remote. End of (B)(6), a tv episode was correctly treated by atp. The patient died begin of week 49. The root cause is not confirmed, a sudden cardiac arrest is suspected.

Event description:
Reportedly, on (B)(6) 2024, an ICD ulys was implanted in replacement of another ICD. The patient refused to be followed by remote. End of (B)(6), a tv episode was correctly treated by atp. The patient died begin of week 49. The root cause is not confirmed, a sudden cardiac arrest is suspected.

Manufacturer narrative:
Microport crm doesn¿t suspect any link between the death of the patient and a malfunction of the subject defibrillator ulys. The review of the patient files revealed that all the electrical performances of the device were normal with proper sensing/pacing functionalities. At the supposed time of the death ((B)(6) 2024), a ventricular arrythmia was correctly detected by the device, the therapy was delivered as per device programming, but then patient rhythm decreased below the treatment zone. The device worked as per specifications. Review of manufacturing records revealed that the device was manufactured and released accordingly to all applicable procedures. Analysis of the subject device didn¿t reveal any anomaly. Please refer to the attached report.